Manufacturer narrative:
A philips field service engineer (fse) remotely assisted the biomed at the customer site via phone and confirmed the reported issue. The invasive blood pressure (ibp) parameter was grayed out on the intellivue multi measurement server x2. However, it was confirmed by the nurse educator that the x2 was not a factor in the death of the patient despite the ibp parameter being grayed out. The biomed stated that he had already docked the x2 to a monitor in the biomed department and had re-enabled the ibp parameter and tested the device prior to the fse calling. He suspected that a member of the nursing staff had accidentally turned off the parameter by mistake while going through the settings on the device prior to the reported occurrence. The fse advised the biomed that using the "end case" button would always return the x2 to the original hospital configuration with ibp enabled. The biomed confirmed that the case could be closed. It is considered that this issue was resolved by the field service engineer instructing the biomed regarding the "end case" functionality. The device worked as intended and there was no malfunction of the device. This issue was caused by user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that a male patient was brought into (B)(6) ER on (B)(6) 2019 with a history of leukemia and coronary artery disease. He first coded in room ed 30 and then was moved to trauma 1 and coded again (approximately 14:45). Clinical staff was unable to use the bedside monitor's (mx700 with an x2) invasive pressure parameter. The parameter was greyed out and did not turn on when the pressure cable was connected. The staff would like to understand the reason the parameter was off and how to prevent this¿. The patient died.